Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during a corneal graft procedure, an ophthalmic suture needle was found to be blunt, did not pass through tissue, and bent when attempts were made to use it. The procedure was completed on the same day using multiple additional sutures. No patient harm was reported.